Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned headway duo microcatheter found no damage along the surface of the device; however, the returned non-terumo neuro guidewire was unable to advance past the hub during functional testing, which is consistent with the alleged product issue. A portion of the lumen coil was found dislodged at the proximal end and the pfte lining was found delaminated at the hub transition, which would have caused the resistance encountered during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that there was insertion resistance when a guidewire was inserted into the headwayduo microcatheter. The microcatheter was replaced with another microcatheter and the procedure was successfully completed. When the device was returned and analyzed, a portion of the lumen coil was found dislodged at the proximal end and the pfte lining was found delaminated at the hub transition.